Event description:
Defective distal end during the procedure, the metal tip remained in the patient's shoulder. The following summary of additional information was received via email from our affiliate on (B)(6) 2014: the complaint device had not been re-processed, it also had not been buried in tissue or used as a lever in the procedure. There were no reported problems for the patient. A decision has not yet been made regarding a possible revision procedure to remove the fragment from the patient.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken but not returned and the ceramic on the distal tip showed signs of activation. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. IFU states, ¿electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power setting, and with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted.¿ although the condition of the device can be attributed to prolonged use leading to erosion and leading to active tip breaking, a CAPA was initiated to further investigate this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints for this lot of devices that were released to distribution. Further, in the past 12 months, there were 6 other complaints noted with the same failure and root cause. (B)(4). (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Defective distal end during the procedure, the metal tip remained in the patient's shoulder. The following summary of additional information was received via email from our affiliate on 4-1-14: the complaint device had not been re-processed, it also had not been buried in tissue or used as a lever in the procedure. There were no reported problems for the patient. A decision has not yet been made regarding a possible revision procedure to remove the fragment from the patient.